Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: the system logs were reviewed but provided no additional insight regarding the cause of the reported issue.

Manufacturer narrative:
Patient identifier not available from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the low performance error would flicker in and out of all four quadrants on the navigation system. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.